Event description:
Fracture of the proximal shaft during the attempt to cross the stenosis.

Manufacturer narrative:
Patient information is not available, requests to obtain patient information were declined by the hospital. It cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the patient being hospitalized. Thus, adverse event is selected in abundance of caution. Attempts to request additional information regarding the adverse event have not been successful. Country of origin is (B)(6). The catheter was returned in two separated pieces. Visual examination of the returned catheter found that the catheter shaft separated at the hypotube, approximately 14.3 cm from the distal end of the strain relief. There is evidence of necking and tapering at the location of the separation, which indicates possible mishandling (such as excessive force) of the device by the user.